Event description:
Boston scientific received information that this patient with this implantable cardioverter defibrillator (ICD) reported device beeping. The device could not be interrogated with the programmer. The patient was not dependent. Additional information was received per medical record indicating that this device was explanted. No additional adverse patient effects were reported. It was reported that the device would be returned for analysis.

Event description:
--

Event description:
--

Manufacturer narrative:
As of today, the device has not been received for analysis. Should additional information become available, this report will be updated.

Manufacturer narrative:
(B)(4). The device was subsequently returned and is being evaluated in our post market quality assurance laboratory. This product issue will be updated when analysis is complete.

Manufacturer narrative:
(B)(4). Upon receipt in our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was found to have no output and no telemetry. It is concluded that the allegation from the field was a result of a depleted battery, however, the exact failure mode was unable to be duplicated and is unknown. No other adverse events have been reported. This product issue will be updated if additional information is received.